Event description:
It was reported that the implantable cardiac monitor (icm) recorded a single asystole episode on the same date as the implant date. The icm was undersensing and unable to detect the intrinsic rhythm. The icm was removed a year later at the request of the patient unrelated to the asystole episode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.